Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported entrapment of device (clip caught on anatomy). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report entrapment of device, required intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. A clip delivery system (cds) was advanced to the mitral valve; however, during clip placement, the clip became caught with the anterior leaflet. Troubleshooting was performed, but was not successful. The clip was not freed and was deployed. A second clip was deployed to further reduce mr. Two clips were implanted, reducing mr to 1. There was no reported clinically significant delay in the procedure. No additional information was provided.